Event description:
It was reported by service report that the pt left outer siderail cover was cracked with no exposed sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - cracked pt left outer siderail cover.